Event description:
It was reported that following an elevate anterior implantation, the patient had "intense reaction" to vicyrl stitches resulting in wound dehiscence. The incision "did not heal properly and a small exposed area of mesh needs to be excised." The patient outcome was reported as "to be determined." No additional patient complications have been reported in relation to this event.